Event description:
A report received from the united states stating that the device had pins broken in plug. It is known that the device was not used in surgery. It is not known if any injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).